Event description:
It was reported that a piece of the upbiting micropituitary broke off during use in surgery. X-rays were taken before closing the wound to confirm that there were no fragments left in the patient. No patient complications were reported.

Manufacturer narrative:
(B) (4). The device was returned to medtronic. Evaluation is currently in progress. A review of the device history records found no documentation to indicate a non-conformance to specification.